Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra meter would not turn on. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 11:30am on (B)(6). The patient manages their diabetes with self-adjusted insulin. The patient reported developing a symptom of ¿shaky¿ two days later. The patient reported self-treating this symptom with food/drink. At the time of troubleshooting the cca confirmed that there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient developed a serious symptom associated with hypoglycemia after the alleged issue began.